Event description:
It is reported that the pt is experiencing a tingling sensation and his knee is warm in the mornings.

Manufacturer narrative:
Evaluation summary: compatibility was verified with no issues noted. Operative notes were not provided radiographs were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. The complaint cannot be confirmed. Based on the available info, a definitive root cause cannot be ascertained at this time. However, the complaint may be revised upon return of radiographs and/or product or further info. It is not suspected that the product failed to meet specification. The inventorization could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.